Event description:
It was reported the patient is unable to communicate with or charger her ipg. It was also reported the patient has not charged her system in over a month. The sjm representative confirmed the issue and indicated an error message was also present on the programmer. The patient will consult with the physician regarding surgical intervention at a later date to address this issue.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.